Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that at the start of impella rp procedure the 0.027 guidewire to gain access to the pulmonary artery kinked. It was a difficult insertion of the rp as there were some anatomical challenges accompanied by a large right ventricle. Another 0.027 guidewire was utilized to successfully advance the impella. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the product damage (guidewire damage - peripheral vessels) has been completed since the original report was submitted. The device was not returned for investigation. The most likely cause of the guidewire damage was use related.